Manufacturer narrative:
The battery cap has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the patient experienced a blood glucose of 320 mg/dl with moderate ketones associated with an alleged casing/condition issue. Reportedly, the patient discontinued pump therapy but did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, the reporter stated that the battery cap was stripped and that it would not stay on the pump. The patient then confirmed that the pump was not the reason for the high blood glucose levels. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or the cartridge compartment.